Manufacturer narrative:
F10. Health effect clinical code; proposed second level coding - protrusion to capture incidents of a device being visible under the skin.

Event description:
Information was received that the patient has a portion of the lead protruding. Patient underwent revision of lead incision. A drain was placed. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the cause of the event was procedure related

Event description:
It was reported that the patient¿s generator and leads were removed due to an infection from the patient picking at the incision site. Both the lead and generator were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.